Manufacturer narrative:
(B)(4).

Event description:
On the morning of (B)(6) 2017, the patient tested with a coaguchek xs meter and received a result of 2.9 inr. The value was in the patient's therapeutic range. The patient reported the value to her doctor and the doctor did not change her coumadin dose. On the same day at around 10 p.m., the patient went to the hospital because her speech had changed. At the hospital, she was tested with an unknown test method and the result was 1.6 inr. The patient was told that she had a mild stroke and was admitted to the hospital. The patient thought that the meter result of 2.9 inr was incorrect. The patient remembers taking several tests at the hospital and she was not sure what she was treated with. The patient was released from the hospital on (B)(6) 2017. The patient is currently feeling ok and her speech is better now. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The patient is not anemic. The patient has the lupus antiphospholipid antibody. The patient does not take heparin or direct thrombin inhibitors. The patient has had no changes in coumadin medication. The patient has no illnesses, no special or unusual diet, and no symptoms of high inr. The patient's product was requested for investigation and replacement product was sent to the patient. The use of the coaguchek xs meter in the presence of lupus antibody is a contraindicated use of the device. Lupus antibody can lead to a spurious high measurement of inr by the coaguchek meter and a consequential under dosing of warfarin. A sub-therapeutic inr increases the patient¿s risk for embolic stroke. Device labeling includes the information that anti-phospholipid antibodies such as the lupus antibodies can lead to elevated inr values and warns the patient to contact their doctor if they have or suspect they have these antibodies.

Manufacturer narrative:
No further investigation was possible as no materials were returned by the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.